Event description:
It has been reported to philips that the intellispace cardiovascular (iscv) server .net component has a vulnerability (cve-2026-26127). No harm to the patient or user was reported. Philips has started an investigation for this complaint.